Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended swapping power supplies. The customer stated the breath delivery to gui cable was defective and will be replaced.

Event description:
It was reported that during testing, on an 840 ventilator the unit had a graphic user interface (gui)timeout failure. There was no patient involvement at the time of the event.